Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an unexpected post operative aberrometer assisted cataract outcome of the right eye. Reporter indicated the aberrometer suggested intraocular lens (iol) was implanted. The patient required an exchange of the iol. There are two related reports for this patient. This report addresses the aberrometer related event for the right eye, and another manufacturer report will be filed for the iol related exchange.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Per a review of aberrometer data analysis, the reported event was confirmed and it was determined that a contributory factor was possible decentering from the visual axis with a possible under inflation of the anterior chamber. Although the reported event was confirmed and a contributory factor identified, the root cause of the reported event cannot be determined conclusively. (B)(4).